Manufacturer narrative:
It was reported that a male patient underwent atrial fibrillation ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade and death. During the procedure, patient was noted to have pericardial effusion by intracardiac echocardiography (ice) and resultant drop in blood pressure. Attempt at pericardiocentesis was unsuccessful. Cardiothoracic surgeon was attempting to place the patient on extra corporeal membrane oxygenation (ECMO) but code team had pronounced the patient deceased. During the case, there were no steam pops, no impedance spikes or evidence for high force readings on the catheter. There were no complaints of product malfunction. In the opinion of the physician the event was procedure related and the cause of death was left atrial appendage perforation while using a thermocool® smart touch® sf bi-directional navigation catheter during ablation. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device 30288149m number, and no internal actions related to the complaint was found during the review. No device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-000645770.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).

Event description:
It was reported that a male patient underwent atrial fibrillation ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade and death. During the procedure, patient was noted to have pericardial effusion by intracardiac echocardiography (ice) and resultant drop in blood pressure. Attempt at pericardiocentesis was unsuccessful. Cardiothoracic surgeon was attempting to place the patient on extra corporeal membrane oxygenation (ECMO) but code team had pronounced the patient deceased. During the case, there were no steam pops, no impedance spikes or evidence for high force readings on the catheter. There were no complaints of product malfunction. The sales representative made note of events from the case: during placement of the webster ® cs catheter with ez steer® technology and auto ID catheter, the catheter appeared to have double-backed on itself in the geometry, but did not exit the geometry. Once the physician pulled back on the catheter, it returned to normal positioning. During the augmented wide area circumferential (waca) line of the left veins, there was still signal coming from the left superior. The left atrial appendage was adjacent. To determine if signal was coming from the appendage, the thermocool® smart touch® sf bi-directional navigation catheter was placed in this position and paced. The physician mentioned that the left atrial appendage (laa) may have been perforated at that time though there were no high force readings and blood pressure did not immediately drop after this event. While working on the waca line of the right veins, the thermocool® smart touch® sf bi-directional navigation catheter was creating a fast anatomical mapping (fam) map and a new geometry area not reached previously by the pentaray nav high-density mapping eco catheter was being created. Eventually, the geometries merged. The new geometry did not appear to be far outside the previous geometry that would suggest perforation. Additionally, no high force readings during this time with the thermocool® smart touch® sf bi-directional navigation catheter. In the opinion of the physician the event was procedure related and the cause of death was left atrial appendage perforation while using a thermocool® smart touch® sf bi-directional navigation catheter during ablation. Transseptal puncture was performed with brk1 needle (st. Jude medical). The irrigation settings were normal for thermocool® smart touch® sf bi-directional navigation catheter 2ml/min on low flow and 8-15 ml/min on high flow. Graph, dashboard, vector and visitag features were used for force visualization. The visitag module had the following settings: respiration adjustment, location stability: 2mm, minimum time 3 sec, force over time: 25% for minimum force: 3 grams, surpoint index visitag coloring. The event will be conservatively reported under the ablation catheter.